Event description:
It was reported that the pump displayed a cartridge change error after loading a new cartridge, failing to recognize it and causing multiple cartridges to be used in attempts to resolve the error. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up, and it appears no corrective actions were initially taken or documented by the technical support team.